Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. H10: (expiration date: 04/2026). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to an ultrasound guided abscess drainage catheter placement procedure, the length of trocar needle was allegedly longer than catheter. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one 8f navarre drainage catheter was received for evaluation. Visual evaluation was performed. Three electronic photos were provided for review. The inner stylet and cannula were not returned within the catheter. No other anomalies were observed. The functional testing was not performed due to the condition of the returned device. Therefore, the investigation is inconclusive for the reported length of trocar needle longer than catheter issue as the functional testing was not performed. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 04/2026), g3 h11: h6 (method, result, conclusion) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to an ultrasound guided abscess drainage catheter placement procedure, the length of trocar needle was allegedly longer than catheter. The procedure was completed using another device. There was no patient contact.